Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-may-2019 with the following findings: during investigation, the keypad was found to be intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to respond intermittently to button presses. The keypad was removed and contamination was observed on all button contacts. Unrelated to the original complaint, investigation revealed cracks in the battery compartment. There was corrosion observed in the battery compartment. A leak test revealed a battery compartment leak. The pump was opened and no evidence of moisture was found on internal components of the pump. Also unrelated to the complaint, investigation revealed a dim, discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow and down keypad buttons were under responsive then become over responsive; the ok button was reported to be over responsive. It was noted that there was corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.